Event description:
It was reported that this left ventricular (lv) lead was reviewed and appeared to be left sided premature ventricular contraction (pvc) inhibiting the scheduled bi-ventricular pace. Boston scientific technical services (ts) discussed that this could indicate that the lv lead has moved back a bit and recommended to bring the patient in for testing. Additional information received indicated that the patient was checked and the device was reprogrammed. To date, this lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was reviewed and appeared to be left sided premature ventricular contraction (pvc) inhibiting the scheduled bi-ventricular pace. Boston scientific technical services (ts) discussed that this could indicate that the lv lead has moved back a bit and recommended to bring the patient in for testing. To date, this lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.